Event description:
Device malfunction: failure to deploy clip. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the clip "failed to deploy properly", specific info regarding the deployment failure were not known by the reporter. The device was removed uneventfully. Hemostasis was achieved with manual compression. There was reportedly no adverse pt effect. Though requested, no add'l info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.